Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot number for y338h? No further information is available. No further information will be provided.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number for y338h?

Event description:
It was reported that a patient underwent a unknown ob-gyn procedure on an unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.